Event description:
The customer reported that the ortho provue analyzer interpreted positive crossmatch/compatibility and antibody screen test results as negative. Visual inspection of the gel cards confirmed the results were 1+. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the diffuser plate was dirty. The fe cleaned the diffuser plate to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. This customer has not logged any similar complaints against this analyzer since the incident.